Manufacturer narrative:
An allegation of a pump inflation and deflation issue was reported. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was also visually inspected; no leaks were found. The pump was functionally tested and found to fail the activation test. The pump bulb also stayed flat after the activation test resulting in the remainder of the functional tests to be aborted. A malfunction related to a pump inflation issue was therefore confirmed; however, the allegation related to a deflation issue could not be confirmed as the pump passed the deflation test. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Product analysis confirmed a device malfunction as the most probable cause of the reported events. The product record review indicated that the identified device malfunctions do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a device malfunction was identified during product analysis that could be traced to a component failure. Based on the results of this investigation no escalation is required. This conclusion is supported by the following objective evidence.

Event description:
It was reported that the patient ams 700 cx preconnect ms 18cm ps iz was removed and replaced due to unspecified reason. Additional information received stated that the pump did not collapse or recover, and the cylinders could not be inflated. Additional information received stated that the pump did not work. Also, the patient status post procedure was fine.

Event description:
It was reported that the patient ams 700 cx preconnect ms 18cm ps iz was removed and replaced due to unspecified reason. Additional information received stated that the pump did not collapse or recover, and the cylinders could not be inflated. Additional information received stated that the pump did not work. Also, the patient status post procedure was fine.